Manufacturer narrative:
(B)(4) 2014: received call from account manager that a staple drill lodged into the drill guide and broke. Account manager stated he would return the products. July 22, 2014: broken drill and drill guide were received from the account manager. July 25, 2014: vilex's quality department evaluated the broken drill and the drill guide. During the evaluation, it was noticed that a piece of the drill was ceased in the drill guide. The tip of the drill had been mangled. Vilex's qc department states that drill bit should be pointed from the tip to the start of the flute. The bit in question was no longer pointed, which may have been from damage that occurred with inserting the drill. The cause of this damage could be from improper chucking of the drill or from inserting the drill at an improper angle; therefore, causing heat to build up and causing the drill to cease in the drill guide. A review of complaint records revealed that no other complaints have been filed against this product. If more information becomes available a supplemental report will be filed.

Event description:
Drill became lodged in drill guide.